Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the findings of the evaluation of the device and the patient¿s expiration cannot be conclusively determined. The device was returned assembled with the pump cable intact. Several small cuts were noted along the length of the returned pump cable. The modular cable was returned properly attached to the pump cable. The sealed outflow graft, with the outflow graft bend relief and outflow graft clip, was returned attached to the pump cover outflow. The mini apical cuff was returned properly engage with the cuff lock. The device appeared to have been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed fixed post-mortem depositions of blood in the in the lumen of the inflow cannula, in the rotor well, on the rotor, in the interior of the pump cover, and in the lumen of the outflow graft. No adhered depositions or thrombus formations were found. The returned modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 lvas IFU lists neurologic dysfunction (not stroke-related) and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 month. The device is expected to return but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was expired. The cause of expiration was primarily neurologically driven. The patient never woke up post-implant. The patient was unresponsive and had neurologic findings consistent with status epilepticus. There were no imaging studies to suggest stroke. The device operated as expected. The patient also had pneumonia. Autopsy was performed, but the results are still pending. The device will be returned for evaluation.